Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. There was no reported adverse impact to the customer's blood glucose level. The contact declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion. Cts informed the contact how much of the bolus was delivered prior to the occlusion alarm occurring.